Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that the reported phenomenon was attributed to the failure of the internal components of the device (fan and igniter) due to aged deterioration because seven years have passed since the manufacturing of the device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing the error of the subject device occurred and the emergency lamp turned on. Olympus service operation repair center (sorc) inspected the device and the reported phenomenon was duplicated. Furthermore, sorc confirmed that the main lamp of the device does not ignite. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.